Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 2 leads (from the same lot) implanted as part of his axium neurostimulator system. It was reported the physician punctured the dura which resulted in a cerebrospinal fluid (csf) leak during an implant procedure. Postoperatively, the patient experienced a headache and was instructed to lay on his back for 24 hours. Follow-up information indicated the issue resolved and the patient is doing well.